Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had alarmed a power loss. The insulin pump was not stored without a battery. They would receive the alarm every few days. The customer¿s blood glucose during the incident was 9 mmol/l. They were advised to insert a new battery and call back. It was noted that the customer had called back to report that the alarm had reoccurred. The insulin pump will be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with operational currents within spec and passed self test and displacement test. Power loss due to connector resistance electrical board.